Event description:
Caller reports the aviva meter produced a result of 800 mg/dl. Device to display "hi" for results greater than 600 mg/dl. Result was not found in device memory. No action taken on device result. Requested return of suspect device and replacement was sent.